Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown.

Event description:
It was noted that this patient was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). Lvad related manufacturer report number: 2916596-2023-00268.

Manufacturer narrative:
This patient was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad). The death has been reported against the lvad under manufacturer report number: 2916596-2023-00268. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022, and the cause of death was unknown. Due to patient privacy laws the managing hospital would not communicate patient outcome information. It was reported that an autopsy was not conducted, and that hm3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU_, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.